Event description:
It was reported that the device exhibited premature battery depletion. No patient symptoms were known. The device was explanted and replaced on (B)(6) 2019.

Event description:
New information states that the patient experienced shortness of breath while exercising. The patient was in a stable condition post procedure.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Analysis revealed that the backup noted post explant was due to cold temperature exposure. Further testing found the device at eri. No additional anomalies were found.